Manufacturer narrative:
The device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review was performed and revealed that the device has no previous service events; therefore; servicing did not cause or contribute to the reported event. The reported condition 'did not infuse full volume, then infused full volume when tested' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse full volume during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.